Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) cardiac compass had invalid data. The ipg was explanted and replaced. The right ventricular (rv) lead was explanted and replaced for an unknown reason. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage.if information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that right ventricular (rv) lead was explanted and upgraded when the implantable pulse generator (ipg) was replaced by a cardiac resynchronization therapy defibrillator (crt-d).